Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a patient via manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was experiencing electric shock when she touches light switches, car doors, metal shopping carts, door knobs when her device is on. Patient stated that the shock is so intense that she can see spark and her left leg would go numb. Patient had to quit her job as a cashier because being around the conveyor belt caused shocking sensation. Patient also reported that she sets off security alarm when she goes through magnetic security at certain stored. Patient had a pocket revision and device was removed on (B)(6) 2019 but this did not resolve the issue. Patient stated that she has tried all 7 programs and there is no difference in the shocking sensation. She has also tried to lower stimulation down but states she does not experience symptom relief when stimulation goes below 2.5 volts and she still feel shocking sensation. No further complications were reported.